Event description:
Pt had pre-existing condition of pneumonia (unrelated to prosthesis). Prosthesis fell into patient's lungs while coughing. Pt had been sized before placement. Pt was put to sleep and prosthesis was retrieved through stoma.

Manufacturer narrative:
Results of analysis: examination of the returned device revealed a black hue on the entire device. Three (3) material separations were noted to be through the central lumen, located above and on the valve cartridge assembly. The remainder of the device appeared intact. The device was air back flow tested and passed. The device was cleaned in hot running water, dried and again air back flow tested and passed. Examination of the device following cleaning and test revealed that the previously noted black hue remained. Aggressive handling was most likely the cause of the complaint of device becoming dislodged and falling into the lungs of the patient. No other anomalies were noted.